Manufacturer narrative:
For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. The date received by manufacturer has been used for this field. (B)(6). Results: a sample was returned for evaluation. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as embedded contamination in the plunger. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1706121. The embedded particles defect was produced in the screw of the injection molding machine. Conclusion: the returned affected sample presented embedded contamination in the plunger. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. (B)(4).

Event description:
It was reported the 2ml bd discardit¿ ii syringe was dirty or moldy while still in the package. No medical interventions.